Manufacturer narrative:
(B)(4). Initial reporter: international phone number: (B)(6). The flogard infusion pump was serviced on-site. This is an ancillary service event. A visual inspection, alarm log review, power on self-test, and functional tests were performed. The alarm log review identified an f-94 alarm. The alarm was caused by a defective main battery. The main battery was replaced to fix the found condition. The pump passed all testing and was returned to the customer in working order.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-94 alarm. No additional information is available.